Manufacturer narrative:
Report source: FDA maude report. MFR report: 2124215-2021-38957 is for the same event but first patient reporting symptoms post pvp. Maude reference number for this event is mw5105079.

Event description:
It was reported that the patient stated that several days after a photoselective vaporization of the prostate (pvp), he experienced a slight fever and headache. It was assumed by the patient he had covid. However, over the period of six weeks the symptoms started worsening until the patient could not walk and eventually collapsed. The patient was diagnosed with an endocarditis due to an untreated urinary tract infection (uti). The patient stated that as a result of the endocarditis, he had an open heart surgery to replace his aortic valve due to vegetation. The patient also stated he had a brain surgery due to fluid in his brain. The patient also stated he experienced acute respiratory distress syndrome (ards) and was put on a ventilator and a tracheotomy was performed. The patient stated he was in a coma for four months. After physical therapy, the patient stated he returned to the hospital with a pneumonia and a brain scan showed he had a stroke in the past that he believed can be related to the open heart surgery. At present, the patient stated that he is experiencing pain in his extremities and diminished eyesight from the stroke. The patient further reported that a friend alleged that a different patient who had the same procedure is in a coma. This report is for the second patient mentioned in the event.